Event description:
It was reported that the image of the subject device disappeared off screen often. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the image of the subject device disappeared off screen often. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: scratches on charge couple device lens, fail water leak test from cable, and faded serial plate. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: glitchy noisy image due to bad charge couple device. A definitive root cause could not be identified for the scratches on charge couple device lens, failed water leak test from cable, and faded serial plate. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.